Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with their implantable neurostimulator (ins) not wanting to turn on. There was poor communication, as the ins was unable to establish communication with external devices. The patient confirmed that they were seeing a ¿poor communication¿ screen on the programmer and a ¿reposition antenna¿ error message on the recharger. It was noted that the patient last charged their ins a couple days prior to the date of this report. The patient was redirected to follow up with their healthcare provider (hcp) to determine the reason for the communication failure on the external devices. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.